Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was between 398 and 895 mg/dl at the time of admission, and 60 mg/dl at the time of call. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was high blood sugars. The customer was treated with an insulin drip and fluids. The customer was sent tubing clamps to complete troubleshooting for the high pressure test. The product was not replaced or returned.